Event description:
The customer reported white blood cell (wbc) aperture alerts from a coulter act diff 2 analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer was able to troubleshoot the issue by bleaching the wbc count line, zapping the wbc apertures and running rinse, which fixed the wbc aperture alert. (B)(4).